Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("microinsert breakage during placement"), complication of device insertion ("microinsert breakage during placement") and device deployment issue ("catheter-malfunction-detachment difficulty") in a (B)(6) year-old female patient who had essure (batch no. E24121) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. On an unknown date, the patient experienced device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided. The quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 23-aug-2017: follow-up attempts has been completed with no response to date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("microinsert breakage during placement"), complication of device insertion ("microinsert breakage during placement") and device deployment issue ("catheter-malfunction-detachment difficulty") in a (B)(6) female patient who had essure (batch no. E24121) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. On an unknown date, the patient experienced device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided. The quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc, new event device deployment issue was added. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced microinsert breakage during placement. Device breakage, considered non-serious, is anticipated in the reference safety information of essure. Breakage issues can occur during the insertion of essure, particularly during difficult procedures. In this particular case, no details were currently available. Based on the limited information, and given the nature of the event, an inherent causality of essure cannot be excluded (related). The case was classified as other reportable incident because of potential serious injury. The product technical analysis concluded, a product quality defect could not be confirmed but is considered plausible. Follow-up information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("microinsert breakage during placement") and complication of device insertion ("microinsert breakage during placement") in a (B)(6) female patient who had essure (batch no. E24121) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced microinsert breakage during placement. Device breakage, considered non-serious, is anticipated in the reference safety information of essure. Breakage issues can occur during the insertion of essure, particularly during difficult procedures. In this particular case, no details were currently available. Based on the limited information, and given the nature of the event, an inherent causality of essure cannot be excluded (related). The case was classified as other reportable incident because of potential serious injury. A product technical analysis and follow-up information are expected.